Manufacturer narrative:
The reporter has representative infusion sets form this same lot, and has sent samples for iradimed's examination. These samples are in transit from the hospital. A follow up report will be provided after the product samples have arrived, and have been examined by iradimed corporation.

Event description:
Reporter ((B)(6)) stated that during setup of the infusion administration line, the physician was attempting to remove the disposable plastic end-cap of the infusion set. The physician could not twist off the end-cap, and subsequently injured himself while attempting to remove the soft polyethylene cap from the plastic luer-lock end of the infusion set. The reporter stated the plastic luer-lock end of the infusion set penetrated the physician's glove and broke the skin. No tools or other implements were used at this time. The suspect infusion set was discarded following the event. No serious adverse event occurred, and did not involve any patient.